Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/malposition of essure (poking out of left tube and broke into uterus)"), uterine perforation ("perforation (uterus)/malposition of essure (poking out of left tube and broke into uterus)/migration of essure (not sure)/migration of essure device/ failure to occlude"), fallopian tube perforation ("coil punctured tube"), pelvic pain ("pelvic pain/pain/pinching on insides/ pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had hard time inserting coils in left tube" in 2008. The patient's concurrent conditions included back pain, tobacco user, alcohol use, dysuria, ovarian cyst and overweight. Concomitant products included docusate sodium (colace), medroxyprogesterone, medroxyprogesterone (depo provera), oxycocet (percocet) and promethazine (phenergan). In 2008, the patient had essure inserted. In 2008, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea(cramping)"), abdominal distension ("gastrointestinal/digestive system condition (bloating)"), urinary tract infection ("urinary tract infections/infection (urinary tract)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), bladder disorder ("bladder/urinary problems or changes"), urinary tract disorder ("bladder/urinary problems or changes"), migraine ("migraines/headaches"), nausea ("nausea"), burning sensation ("burning"), fatigue ("fatigue") and menorrhagia ("menorrhagia"). In 2009, the patient experienced allergy to metals ("nickel allergy") and weight increased ("weight gain"). In 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/pinching on insides"), dyspareunia ("painful intercourse/dyspareunia(painful sexual intercouse)"), cystitis ("bladder infection"), headache ("migraines/headaches") and arthralgia ("knees pain/pinching on insides"). The patient was treated with ibuprofen, antibiotics, surgery (total hysterectomy, uterus and cervix removed), surgery (total hysterectomy, uterus and cervix removed), surgery (total hysterectomy, uterus and cervix removed), surgery (total hysterectomy, uterus and cervix removed) and surgery (ablation). Essure was removed in (B)(6) 2014. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, abdominal distension, dyspareunia, allergy to metals, vaginal discharge, cystitis, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, weight increased, burning sensation, fatigue and menorrhagia outcome was unknown and the pelvic pain, abdominal pain and arthralgia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, arthralgia, bladder disorder, burning sensation, cystitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: tubal ligation, failure to occlude(close) fallopian tubes. Current weight: 132 (B)(6) 2013: never had hsg follow up due to lack of insurance; has not used birth control since that time. On (B)(6) 2008 insertion was done, left tube: 4 coils present, right cannulated, at this point tube found to be obstructed. Essure device only entered approximately 1 cm and could not advance. There were 6 coils present in the intrauterine tube and approximately 19 present outside. It did appear to be blocked in the process of cannulation. Discrepancy noted as per pfs date of essure removal: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - in 2008: total bilateral occlusion. On (B)(6) 2013, ultrasound abdomen revealed the lt coil is seen in correct placement. The rt coil appears to penetrate the uterus resembling an iue in the endometrium. The ovaries are obscured on (B)(6) 2013, ultrasound scan vagina revealed echogenic lesion left ovary. Likely represents a hemorrhagic cyst. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: cramps, urinary tract infection, pain, burning, pelvic pain, abdomen pain, abdominal pain. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs and medical record received. Reporter's information was added. Events added: abnormal bleeding (general), apareunia, bladder/urinary problems or changes, device breakage, bloating, malposition of essure (poking out of left tube and broke into uterus), migraines/headaches, nausea, nickel allergy, pain, perforation (uterus), failure to occlude, coil punctured tube, vaginal discharge, weight gain, (burning and pinching on insides), device difficult to use. Outcome of event pain has been updated to recovered/resolved. Concomitant conditions and drugs were added. On 18-jul-2018: plaintiff fact sheet received. Event added: menorrhagia. Event onset date updated. Lab test updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/malposition of essure (poking out of left tube and broke into uterus)"), uterine perforation ("perforation (uterus)/malposition of essure (poking out of left tube and broke into uterus)/migration of essure (not sure)/migration of essure device/ failure to occlude"), fallopian tube perforation ("coil punctured tube"), pelvic pain ("pelvic pain/pain/pinching on insides/ pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had hard time inserting coils in left tube" in 2008. The patient's concurrent conditions included back pain, tobacco user, alcohol use, dysuria, ovarian cyst and overweight. Concomitant products included docusate sodium (colace), medroxyprogesterone, medroxyprogesterone (depo provera), oxycocet (percocet) and promethazine (phenergan). In 2008, the patient had essure inserted. In 2008, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea(cramping)"), abdominal distension ("gastrointestinal/digestive system condition (bloating)"), urinary tract infection ("urinary tract infections/infection (urinary tract)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), bladder disorder ("bladder/urinary problems or changes"), urinary tract disorder ("bladder/urinary problems or changes"), migraine ("migraines/headaches"), nausea ("nausea"), burning sensation ("burning"), fatigue ("fatigue") and menorrhagia ("menorrhagia"). In 2009, the patient experienced allergy to metals ("nickel allergy") and weight increased ("weight gain"). In 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/pinching on insides"), dyspareunia ("painful intercourse/dyspareunia(painful sexual intercouse)"), cystitis ("bladder infection"), headache ("migraines/headaches") and arthralgia ("knees pain/pinching on insides"). The patient was treated with ibuprofen, antibiotics, surgery (total hysterectomy, uterus and cervix removed) and surgery (ablation). Essure was removed in (B)(6) 2014. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, abdominal distension, dyspareunia, allergy to metals, vaginal discharge, cystitis, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, weight increased, burning sensation, fatigue and menorrhagia outcome was unknown and the pelvic pain, abdominal pain and arthralgia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, arthralgia, bladder disorder, burning sensation, cystitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: tubal ligation, failure to occlude(close) fallopian tubes. Current weight: 132 (B)(6) 2013: never had hsg follow up due to lack of insurance; has not used birth control since that time. On (B)(6) 2008 insertion was done, left tube: 4 coils present, right cannulated, at this point tube found to be obstructed. Essure device only entered approximately 1 cm and could not advance. There were 6 coils present in the intrauterine tube and approximately 19 present outside. It did appear to be blocked in the process of cannulation. Discrepancy noted as per pfs date of essure removal: (B)(6)2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - in 2008: total bilateral occlusion. On (B)(6)2013, ultrasound abdomen revealed the lt coil is seen in correct placement. The rt coil appears to penetrate the uterus resembling an iue in the endometrium. The ovaries are obscured on (B)(6)2013, ultrasound scan vagina revealed echogenic lesion left ovary. Likely represents a hemorrhagic cyst. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: cramps, urinary tract infection, pain, burning, pelvic pain, abdomen pain, abdominal pain, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-aug-2018: quality-safety evaluation of product technical problem update. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/malposition of essure (poking out of left tube and broke into uterus)"), uterine perforation ("perforation (uterus)/malposition of essure (poking out of left tube and broke into uterus)/migration of essure (not sure)/migration of essure device/ failure to occlude"), fallopian tube perforation ("coil punctured tube"), pelvic pain ("pelvic pain/pain/pinching on insides") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had hard time inserting coils in left tube" in 2008. The patient's concurrent conditions included back pain, tobacco user, alcohol use, dysuria and ovarian cyst. Concomitant products included docusate sodium (colace), medroxyprogesterone, oxycocet (percocet) and promethazine (phenergan). In 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea(cramping)"), abdominal pain ("abdominal pain/pinching on insides"), abdominal distension ("gastrointestinal/digestive system condition (bloating)"), dyspareunia ("painful intercourse/dyspareunia(painful sexual intercouse)"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infections/infection (urinary tract)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), bladder disorder ("bladder/urinary problems or changes"), urinary tract disorder ("bladder/urinary problems or changes"), migraine ("migraines/headaches"), headache ("migraines/headaches"), nausea ("nausea"), weight increased ("weight gain"), burning sensation ("burning"), fatigue ("fatigue") and arthralgia ("knees pain/pinching on insides"). The patient was treated with ibuprofen, antibiotics, surgery (total hysterectomy, uterus and cervix removed), surgery (total hysterectomy, uterus and cervix removed), surgery (total hysterectomy, uterus and cervix removed), surgery (total hysterectomy, uterus and cervix removed) and surgery (ablation). Essure was removed in (B)(6) 2014. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, abdominal distension, dyspareunia, allergy to metals, vaginal discharge, cystitis, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, weight increased, burning sensation and fatigue outcome was unknown and the pelvic pain, abdominal pain and arthralgia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, arthralgia, bladder disorder, burning sensation, cystitis, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: tubal ligation, failure to occlude(close) fallopian tubes. Current weight: 132. (B)(6) 2013: never had hsg follow up due to lack of insurance; has not used birth control since that time. On (B)(6) 2008 insertion was done, left tube: 4 coils present, right cannulated, at this point tube found to be obstructed. Essure device only entered approximately 1 cm and could not advance. There were 6 coils present in the intrauterine tube and approximately 19 present outside. It did appear to be blocked in the process of cannulation. Diagnostic results: on (B)(6) 2013, ultrasound abdomen revealed the lt coil is seen in correct placement. The rt coil appears to penetrate the uterus resembling an iue in the endometrium. The ovaries are obscured. On (B)(6) 2013, ultrasound scan vagina revealed echogenic lesion left ovary. Likely represents a hemorrhagic cyst. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: cramps, urinary tract infection, pain, burning, pelvic pain, abdomen pain, abdominal pain, most recent follow-up information incorporated above includes: on 4-apr-2018: pfs and medical record received. Reporter's information was added. Events added: abnormal bleeding (general), apareunia, bladder/urinary problems or changes, device breakage, bloating, malposition of essure (poking out of left tube and broke into uterus), migraines/headaches, nausea, nickel allergy, pain, perforation (uterus), failure to occlude, coil punctured tube, vaginal discharge, weight gain, (burning and pinching on insides), device difficult to use. Outcome of event pain has been updated to recovered/resolved. Concomitant conditions and drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infections"). The patient was treated with surgery ( to remove the essure device). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, vaginal haemorrhage, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.